Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the keypad buttons (ok and up) are not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact with no peeling or other damage noted. The up arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the contrast and up button contacts. Unrelated to the complaint, the display screen was found to be faded and discolored. The display screen was removed and was replaced with a new screen and the display returned to normal.